Event description:
The patient ((B)(6)) received an scs system which included an ipg on (B)(6) 2009. It was reported the device was explanted and replaced on (B)(6) 2009 as it could not be charged. The explanted ipg was returned to the manufacturer for evaluation. No additional information is available.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg passes all testing. Antenna had been cut. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.